Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 545 mg/dl at the time of incident and the current blood glucose of the patient is 545 mg/dl. Customer reports air bubbles were present in tube. Customer report they did not allege pump was under delivering. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump and manual injection. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.